Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that post implantation of a fusion bioline graft it was observed that the pt has seroma. The surgeon believes that the fusion bioline may have been the cause. He noted that the graft was too porous. It was reported that there were several grafts on the cart. The graft is not returning.